Manufacturer narrative:
Analysis was unable to confirm the customer's allegation. During the inspection, they were unable to confirm that the request were hot. The device will be returned as is. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the healthcare provider (hcp) that it gets so hot that it could not be held. No patient symptoms were reported. Additional information stated that the device overheated in less than a minute during a decompression procedure. There was a slight delay on the procedure.